Event description:
It was further reported that the lead integrity alert (lia) triggered, and the lead exhibited increased sensing integrity counter (sic) and high rate non-sustained tachycardia (nst) episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5076 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing. The lead remains in use. No patient complications have been reported as a result of this event.